Event description:
Arthritis: as the patient had pain of the left knee, artz dispo was injected into the left in 1998. As the patient came to complain of pain of both knees. The injection of artz dispo into the right knee was also started in 1999. Thereafter, the patient received the injection every 2 weeks. In 2001, the patient received injection of artz dispo into both knees as usual. Two days later, pain of the right knee was intensified so much that the patient received medical examination in the emergency room of the hospital. The following day, the patient received the medical examination in the orthopedics and was hospitalized on suspicion of infection. Synovial fluid puncture was conducted (the result of culture of the synovial fluid was negative [-]). Arthroscopy showed synovial membrane proliferation, and synovectomy was conducted. Thereafter, the symptom was mitigated gradually and the patient was discharged from the hospital 2 months later.